Event description:
It was reported that pump displayed repeated cartridge change errors for about a month and customer could not successfully load cartridges despite following on-screen steps and prior instructions. There was no adverse impact to the customer¿s blood glucose level. Customer removed and inspected cartridge and pump area, cleaned pneumatic tap, attempted loading with cartridges from different lots, and resumed insulin while working with support; technical support escalated call, confirmed customer was not reusing supplies, explained need to use room temperature insulin, verified proper technique, and arranged shipment of replacement cartridges, with case left open pending resolution.